Event description:
The customer reported the system displayed an overload fault error code and failed to boot up. No report of pt injury.

Manufacturer narrative:
No conclusion can be drawn, as repair info is unavailable. However, no reports of pt or staff injury were reported.